Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a temporal relationship between the patient¿s difficulty draining on the cycler, severe abdominal pain and concurrent altered mental status necessitating inpatient hospitalization for diagnosis of subacute gram positive bacterial peritonitis and the fresenius products/liberty cycler exists. The etiology and causality of this peritonitis event is presently unknown. The actual device was returned to the manufacturer for physical evaluation. Visual examination found one crack approximately 3.5¿ left of center on the top of the front panel and no other physical damage. There were no damage to the input pins on the iq drive port. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s called in regarding cycle replacement due to damaged iq drive. The pd patient reported they were hospitalized. During follow up the pd nurse reported the patient was hospitalized from (B)(6) 2017 due to peritonitis. The patient was reported to have gram positive (+) bacteria. The patient received intraperitoneally ( ip) antibiotic. The etiology and causality of this peritonitis event is unknown. Additionally it was reported the patient came to peritoneal dialysis (pd) clinic on (B)(6) 2017 where the patient was administered vancomycin 2000 milliliters (ml) ip as prescribed by the nephrologist. The pd nurse stated the patient was readmitted to hospital on (B)(6) 2017 due to hypotension. The pdrn stated the hypotension was not related to pd therapy.